Manufacturer narrative:
Concomitant product(s): product ID: 3387-28, lot# 0207180644, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
A healthcare provider (hcp) for a clinical study, via manufacturer representative, reported the patient's neurostimulator moved in its pocket more caudal and therefore touches the spina iliaca anterior. Due to the movement of the neurostimulator it caused pain and had to be replaced. No diagnostics or troubleshooting was performed. The neurostimulator was repositioned on (B)(4) 2015, and it was fixed in a more cranial position. The event was related to the neurostimulator and the outcome was resolved without sequelae. Relevant medical history includes dystonia since 2002. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated the pain due to the movement of the ins was located in the left lower abdomen.

Event description:
Additional information received reported the pain in left lower abdomen was near the spina iliaca anterior. Examination on (B)(6) 2015 had indicated movement of the neurostimulator. The event had resulted in in-patient hospitalization. Etiology was related to the device or therapy and not related to the implant procedure.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the neurostimulator had moved due to insufficient fixing.